Manufacturer narrative:
In the case description, the user mentioned receiving two boluses uncommanded. The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. The uploaded log did not contain the engineering log from the occurrence date due to the overwriting of the engineering logs. Review of the android log files confirmed the delivery of the reported uncommanded boluses. The audit logs shows that the application entered the foreground and the bolus button was pressed. The first bolus the bolus amount was entered manual one digit at the time to reach amount of 10 units. The second bolus the customer entered the carb value of ten resulting in calculation of 1 unit bolus. The confirm button was then pressed for each bolus to bring the user to the confirm bolus screen, and the start button was pressed to start bolus delivery. The logs show evidence of interaction with the controller to deliver all boluses. No evidence of an uncommanded bolus was observed in the logs. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.3. Cloud - smartphone hardware iphone16.2. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received treatment from ems (emergency management services) for hypoglycemia. The patient's blood glucose levels declined to 29 mg/dl while wearing the pod. The patient reported her husband heard her pod clicking and when he checked on her, she was unresponsive. The patient's spouse contacted ems who treated her with "sugar" and transported her to the emergency room (ER). The patient did not receive any further treatment at the ER. The patient was discharged after 24 hours. The patient reported when she reviewed her bolus history, she found 2 uncommanded boluses given prior to hypoglycemia event. One occurred at 12:05 am and 10 units were given, no carbohydrates. The other occurred at 12:38am for 1 unit and 10 grams of carbohydrates. The patient reported her last interaction with her phone was at 11:30pm. Her phone was on a nightstand beside her bed when uncommanded boluses occurred.